Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Update on 11-feb-2025: rv lead was explanted on (B)(6) 2024 due to noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise shown on many recordings on atrial and ventricular channels, sometimes leading to vf detection. Short interval counters increased dramatically in (B)(6), however pacing impedance at implant was 763 ohms and has been less than 500 ohms for at least a year. Sensing amplitude has also decreased. Lead remains implanted. Should additional information be received, this file will be updated.